Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned and the customer had sufficient space to complete the exam. It was reported to philips that the equipment was showing a disk space failure. Upon troubleshooting, remote service engineer (rse) performed consistency test of the database and found 642 dangling entries. The rse recreated the image store. After which, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. However, the customer had sufficient space to complete the exam. The risk of death or serious injury due to a repeat of this situation is not unlikely based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had an issue with the image storage. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.